Manufacturer narrative:
(B)(4). Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive for the detached filter limbs. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an unknown period of time post vena cava filter deployment, two filter legs were allegedly detached. Access was gained at the right internal jugular and at the right saphenous vein, sheaths were inserted, and the filter and detached filter limbs were successfully captured and retrieved with the use of a snare device. A cavagram post filter removal demonstrated no complications. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The facility rep has stated that the device is available for evaluation. A sample return kit was sent to the facility and is pending return. The results of the device evaluation will be furnished upon completion of the event investigation which is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an unknown period of time post vena cava filter deployment, two filter legs were allegedly detached. Access was gained at the right internal jugular and at the right saphenous vein, sheaths were inserted, and the filter and detached filter limbs were successfully captured and retrieved with the use of a snare device. A cavagram post filter removal demonstrated no complications. There was no reported patient injury.